Event description:
The customer called for assistance with the insulin pump settings as he was hospitalized for diabetic ketoacidosis, and the nurses at the hospital somehow erased all of his settings. Unable to assist the customer as the call was disconnected. Multiple attempts were made to call the customer back, but there was no answer. Left voicemail messages to call in for assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.